Event description:
It was reported that customer received a compromised forced sensor alarm. Customer states insulin "squirt" out when attempted to prime. Customer states drive support cap was normal. Customer's blood glucose was 152 mg/dl. Insulin pump will be replaced. No further information provided

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed motor error during the basic occlusion test due to loose/protruded drive support disk. The insulin pump was unable to confirm prime alarm due to motor error alarm. The insulin pump received with cracked battery tube thread, broken belt clip slot, broken reservoir tube lip, and cracked case near display window corners noted.